Event description:
Field service engineer reports that the ceiling arm tension completely gave out. The arm dropped to bottom of travel almost injuring the operator. The unit was sent back to l-f and nothing was found defective. Customer was informed that tension was not set properly but unit was safe, and would not have caused injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the returned arm unit was installed without change as returned, and found that it held all expected weight. The tension was then loosened to a point of giving way, then the tension was retightened to return to the acceptable tension with no problem in adjustment. It is thought that added accessories from initial tension adjustment may have contributed to the statement that the arm gave way, but this could not be confirmed in the evaluation with accessories added. The user was informed of the results of the investigation, and explained as to why we feel that they couldn't adjust the tension. The user said they would be glad to have the arm returned. But lf had already replaced the complaint arm with a new replacement under warranty. Speculation as to why the user couldn't adjust is that the weight needs to be relieved from the arm to adjust. This can be accomplished without removing injector, but lifting accessories on the arm until the arm is essentially horizontal and holding weight while the tension screw is tightened or loosened as needed.